Manufacturer narrative:
The complaint for reduced therapeutic efficacy over time / incorrect implant position was unable to be confirmed. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that the implant placement causing the regurgitant jets to be oriented toward the implant spacer may have contributed to the reported postoperative hemolysis. However, a definite root cause is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported by ew japan affiliate about a pascal ace procedure in mitral position where postoperative hemolysis was reported. The pascal ace was successfully implanted and mitral regurgitation (mr) improved four to two. On postoperative day (pod) 7, hemolysis was reported, and medicine was administered. The patient required prolonged hospitalization. According to the physician, the root cause of the hemolysis was the remaining jet was directed towards the spacer of the implant, and the jet separated from there. Additional information and clarification received stated postoperative mr grade was 3+ (moderate-severe), rather than 2+. In the pre-procedural tee, the mitral valve area (mva) was estimated to be 4 cm2. However, when measured on the day of the procedure, it was only 2.85 cm2. Consequently, although a residual jet was present, the team hesitated to place the second implant to avoid mitral stenosis (ms). On pod 1, ldh was 1700 and hemolysis was suspected, and a transfusion was performed on the following day. On pod 7, tee was performed, confirming that the residual jet was coming from the lateral side of the implant towards the top of the spacer. The residual jet impacted the proximal plate of the implant, and the spread of the jet was observed on both the MRI and tee. It is assumed that hemolysis is likely occurring at this point, as the residual jet was consistent with post-procedure. A second blood transfusion was performed due to a lack of improvement in blood test results. A mitraclip nt will be placed to reduce the residual jet on december 5th.